Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number fifteen states, "elevated metal ion levels have been reported with metal on metal articulating surfaces. Because of the limited clinical and preclinical experience, the long-term biological effects of the particulate and metal ions are unknown." This report submitted (B)(4), 2011.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2004. Subsequently, the patient showed signs of a reaction around the hip with fluid development. Fluid was aspirated from the patient on at least three occasions between (B)(6), 2008, and (B)(6), 2009. Toxicological analysis of the samples revealed elevated levels of cobalt and chromium. As of this date, no revision surgery has been performed.